Event description:
It was reported that the insulin pump alarmed motor error during basal. Customer's blood glucose reading was 217 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime, and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus / basal delivery. Unable to confirm error alarms due to an erased history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had a cracked case at the display window corners, a cracked display window, cracked battery tube threads, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.